Manufacturer narrative:
Additional information: e2: occupation - clinical technician. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no new reportable findings. Based on the results of the investigation, it is likely that the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. It confirmed that the device was shipped in conformance with specifications. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device wire was broken just underneath the camera head. The issue occurred during preparation for use and the unspecified procedure was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device wire was broken just underneath the camera head. The issue occurred during preparation for use. There were no reports of patient harm.